Event description:
Following a tee procedure, the patient received an esophageal burn. The exact cause of the injury has not been determined, however, the transducer involved was removed from service and will be evaluated.

Manufacturer narrative:
The transducer involved has been removed from service and will be returned for further investigation. Upon its return, results of the transducer evaluation will be included in a follow-up report.